Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with failure to deliver shock during ventricular tachycardia (vt) due to inhibition. In the final episode of ventricular tachycardia (vt) the device correctly changed parameters and delivered an appropriate shock to resolve the arrhythmia. Programming changes were made. The patient was stable.